Event description:
It was reported that an ilet user experienced low blood glucose and suspected the pump had maladapted, but discussion indicated inconsistent and sporadic meal announcements with incorrect meal size selections. The event involved user interaction with the device¿s user interface and required clinician guidance and additional training. Symptoms included hypoglycemia with a documented low of 69 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified involving improper or incorrect procedure or method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.